Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was hospitalized on (B)(6) 2012 with dka, high blood glucose levels (600mg/dl) and vomiting. The patient indicated that their blood glucose was not responding earlier in the day. The patient was taken to the emergency room and started on an IV drip. The patient's blood glucose levels reportedly came down to between 85 and 105mg/dl. The patient reportedly started back on the pump and their blood glucose levels began to rise. During troubleshooting the reporter indicated that when they attempted to prime the pump no insulin was seen coming from the tubing; however the insulin total was coming down on the display screen. The patient removed the cartridge and attempted to rewind, load and prime the cartridge; however, the piston did not move. The reporter indicated that the motor was making noise. This report is being made based on the allegation that the patient was hospitalized due to dka and high bg.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the rewind, load and prime steps were completed with no alarms. The pump was exercised for 24 hours at one unit per hour basal rate with no alarms and the piston moved each time. The motor screw was inspected and there was no defect found. The motor flex connector was inspected and a solder ball was found between pins three and four. Unrelated to the complaint, evaluation revealed a cracked display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.